Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00850 and 0001825034-2024-00851. D10: unknown head, unknown shell. Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint cannot be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has been indicated for a revision procedure on their left hip 20 years post implantation due to high levels of chromium and cobalt in their blood. Implants currently remain in situ. There is no additional information available at the time of this report.